Event description:
Test strips were recalled due to causing false low blood sugar readings. I had a number of low blood sugars which actually could have been high all of this time, especially after correcting the low blood sugars. My last alc was 7.1. Any complications would not be present until later in life.